Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp, tsv, mcol mg, 4.1mm, 10m (item # tsvm4b10) was received for investigation. Visual inspection of the as returned product identified signs of wear from use and damage to the implant's body, likely from the removal process, that prevented reliable measurement. Functional testing to recreate the reported event could not be performed due to the nature of the events. The reported device was located on tooth # 29 and was used for approximately 1 year. Pictures or x-ray images of the implant site was not provided for evaluation of the reported medical event. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported bone loss. The reported complaint could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that vertical bone loss found at uncovering.